Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm and an occlusion alarm occurred. The customer declined troubleshooting for the occlusion alarm issue and reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was over 600 mg/dl. High bg was a result of the malfunction alarm. Bg was addressed with a manual injection.